Event description:
Per complaint (B)(4), a dental implant and stock abutment were unable to separate upon initial placement into the surgical site. The implant was removed and replaced with a new implant within the same procedure. No patient impact was reported.